Event description:
The prograsp instrument was cracked and split on the end above the jaws of the instrument where the carbon fiber attaches to the metal of the instrument. On attempted removal, it would not manipulate and we had to use the emergency wrench to attempt to straighten the instrument, which was unsuccessful. It had to be removed by pulling the instrument and trocar out together thru the abdominal tissue.